Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece(s) of the needle fall into the patient¿s tissue? If so: was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? What in the physicians opinion are the factors contributing to the event?

Event description:
During a c-section procedure on (B)(6) 2018, the needle broke. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018.. A failed suture needle was submitted for evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode the evaluation revealed the fracture was composed of both intergranular and microvoid coalescence. This was a mixed mode fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.